Manufacturer narrative:
A compressor power distribution printed circuit board (pcb) and power supply were returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The compressor power distribution (pcb) and power supply were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generate a compressor fault diagnostic message. The ventilator was not in use on a patient at the time of the reported event. As a good faith measure, the service engineer (se) replaced the compressor power supply, compressor distribution printed circuit board (pcba), compressor controller pcba, and compressor interface pcba. The se performed calibrations and extended self-testing on the device and all tests passed.